Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Remains implanted.

Event description:
Patient has peri-prosthetic fracture of left hip, surgeon fixed with dall miles troch plate and cables.